Event description:
A phyisician reported that during phakic intraocular lens (iol) implant procedure, the lens was broken. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used device with the lens was returned loose inside the carton. The lens stop was removed. The plunger lock was placed back onto the device prior to return. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was retracted to the starting point in the barrel of the device. The lens had been slightly advanced inside the loading area. The lens was removed from the loading area and cleaned with klrp to further evaluate. The anterior optic surface was cracked between the optic center and the optic edge. The cracked optic damage may have been interpreted as the complaint. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The lens was cracked and returned inside the loading area of the used device. The lens damage may have been interpreted as the reported complaint. The root cause was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed in the device. The IFU instructs: fully insert the ophthalmic viscosurgical devices (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).